Manufacturer narrative:
The reported event was addressed with phone support. Following a power cycle, the system resumed normal operation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the site's system logs revealed the following possible related errors: kinematic monitor error on arm1, primary encoder error on universal surgical manipulator (usm)_pitch, primary sensor latency error on usm_pitch.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the customer encountered an unknown error on universal surgical manipulator (usm) 1, which was disabled prior to contacting support. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that restarting the system could restore functionality, though it was noted that the error might recur. The surgeon elected to convert the procedure to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.